Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during a laparoscopic nephrectomy, when the applier was introduced inside the trocar, the applier dislocated at its tip. A piece of the applier is inside the patient and was not retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Device history record of the lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. Complaint instrument (B)(4), lot k4-04 was received in tuttlingen on the 02nd of march 2016 and forwarded to the supplier for further investigation. The rivet of the jaw is broken. Supplier reported on the 07th of march 2016 that they received instrument (B)(4), lot k4-04 for investigation. The rivet of the jaw is broken and the pull rod deformed. The instrument has never been repaired before. It was delivered to tfx in november 2014. Root cause is overstressing of the instrument during use. The instrument can be repaired. As preventive action, a stronger rivet was used at the jaw since feb 2015 to prevent breakages.

Event description:
Alleged event: during a laparoscopic nephrectomy, when the applier was introduced inside the trocar, the applier dislocated at its tip. A piece of the applier is inside the patient and was not retrieved. The patient's condition was reported as fine.